Event description:
During a remote follow up, episodes of noise resulting in oversensing and pacing inhibition were noted on the right ventricular (rv) lead. Provocative testing was performed and the noise was able to be reproduced. Lead insulation damage was suspected. The rv lead was capped and replaced to resolve the event. The patient was stable.